Event description:
It was reported that, "liquid portion of one single dose in the 10 pack was not in the single pack."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.